Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report concern of the insulin pump delivering too much insulin as the customer has had two episodes of hypoglycemia. The husband did not have the insulin pump with him as he was out of the country. He stated that the daily totals were not matching up with the bolus delivery. Later, the brother in law called in for troubleshooting since the customer was unable to talk due to a stroke. The insulin pump was programmed correctly. It was stated that the husband had already lowered the basal rates from 1.2 to 1.0 units. Advised the brother in law to monitor the insulin pump, and have the customer's husband make an appointment with the customer's doctor as needed. Nothing further was reported.